Event description:
An unk reporter stated that on the first postoperative day of a clinical study pt, the intraocular lens (iol) was noted to be shifted ten to fifteen degrees from the correct axis. The pt was taken back to surgery and the lens rotated in a secondary surgical procedure. In a follow up, the surgeon reported he did not feel the iol caused or contributed to the even. He felt the rotation could possibly have been caused by the physical activity of the pt. The event resolved following the iol rotation. The surgeon reported the use of an unapproved viscoelastic.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge. The root cause could not be identified by the investigation. Additional information was requested and received. (B)(4).